Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl and sufenta (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was no reported. On (B)(6) 2016 it was reported that on initial pump interrogation "motor stall" was seen. The patient had recently had an MRI. The patient had the MRI around 14:00 or 15:00 today and it was currently 17:23. The reporter had not yet read the logs to see if a motor stall recovery occurred. Per the hcp, the motor stall had not recovered and it was unknown by the reporter if it had been less than 2 hours since the patient exited the MRI. The patient was having withdrawal symptoms that were getting worse. The hcp was going to go to the facility to check the patient's pump to see if the motor stall recovered. The patient's identifying information, the device serial number, reason for the MRI, troubleshooting performed related to the motor stall, actions/interventions taken, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.